Event description:
Manufacturer received a report alleging that a user of a power wheelchair was injured when the chair performed erratically. As a result of this incident, the user sustained a broken hip. Evaluation of the device has not been allowed and no other details have been provided.